Event description:
I am an insulin dependent type I diabetic on a minimed paradigm insulin pump who used a b.d. Logic + b.d line meter. Using b.d. Strips lot # 7064094, blood sugars indicated blood sugars of 350-475. Insulin was pumped to cover the high sugars - a friend found me incoherent & slurring speech. She called 911 - ems got blood sugar of 36. It was taken to e.r. On 12/3 I got new pump, meters (b.d), & used new b.d. Strips. About 2 weeks later, my meter showed "hi" indicating sugar was over 600. I drove home from the store & re-checked sugar with a different meter & it showed 46. I was able to treat the low sugar. This was using lot# 7064132. B.d meter was checked using the control solutions & strips also showed "hi". I could have lost my life because of these events 20 to defective strips.